Event description:
This is filed to report unintended movement, difficult removal, and gripper actuation issues. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After inserting the xtw clip, it was realized the clip delivery system (cds) was mis-keyed because the cds moved in an unintending direction when the knobs were applied. The cds was attempted to be removed from the left atrium, but got stuck for a moment on the steerable guide catheter (sgc) tip. The cds was eventually able to be removed without damage to the sgc soft tip. The physician made sure the device was keyed properly and the cds was re-inserted in the patient. The leaflets were grasped, however the posterior griper was not raising correctly. It was thought the gripper may have been damaged when trying to remove the cds from the sgc. The cds was removed and a replacement was used to complete the procedure successfully, reducing mr to grade <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported unintended movement (sleeve steering issues) was due to the mis-key caused by user technique of inserting the cds. The reported difficult to remove (removing cds from sgc) was due to procedural conditions as the cds became stuck on the sgc tip. The reported difficult to open or close (gripper actuation issue) appears to be due to clip damage caused by the clip interaction with sgc tip. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.